Event description:
Pt in atrial-fib requiring cardioversion. Pt developed first degree burn to chest and back under electrode area. Not sure if this is due to problem with machine, electrodes, user placement of electrodes or normal reaction for this pt. This was more than the normal reddened area usually seen after a pt is cardioverted or defibrillated.